Event description:
It was reported during the 4.0 blade came loose and fell off. There were no pt consequences. First of 2 events; see 3007069406-2012-00425.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period 08/15/2010 through 08/15/2012. The blade was not returned for eval. End of report.